Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their meter readings. The customer states their levels had been as low as 41mg/dl. The customer was assisted with getting a hold of bayer for meter troubleshoot. No further assistance provided.